Manufacturer narrative:
On (B)(6) 2020 the patient reported to the implanting clinician swelling and tenderness along the incision leads. On (B)(6) 2020 the patient reported to the implanting clinician that the swelling had worsen around the incision site. On (B)(6) 2020 the patient visited the implanting clinician for a follow-up on the swelling and tenderness around the incision site. The implanting clinician believes an infection may be present because the site seems not to be healing. The patient was prescribed antibiotics. On (B)(6) 2020, the cr followed up with the patient to obtain an update on the swelling and tenderness. The patient disclosed to the cr that the swelling and tenderness had decreased. The patient believes the antibiotics are helping with the condition. On (B)(6) 2020 the cr followed up with the patient to obtain an update on the swelling and tenderness. The patient disclosed to the cr that the swelling and tenderness had decreased and the incision is healing. The patient continues to use the stimulator and is obtaining pain relief. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot in question, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator was reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain.

Event description:
Stimwave quality has investigated the details for a reported skin irritation/infection submitted to the stimwave complaint system on (B)(6) 2020, by clinical representatives (cr) in the united states. Cr became aware of this issue (B)(6) 2020.